Manufacturer narrative:
This report is submitted on october 19, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the audiologist, the patient developed infections at the abutment site and subsequently was administered oral and topical antibiotics and a topical steroid. Revision surgery has been scheduled; however, this has not occurred as of the date of this report.